Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.if additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hip revision. X-ray displayed irregular angle of head on trunnion. Once joint opened, stem trunnion noticed to be worn on underside.

Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was confirmed via evaluation of the provided photographs. Method & results: product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted stem, the trunnion of the stem is severely worn. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to wear of the stem trunnion. The device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted stem, the trunnion of the stem is severely worn. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Hip revision. X-ray displayed irregular angle of head on trunnion. Once joint opened, stem trunnion noticed to be worn on underside.